Event description:
I had essure placed on (B)(6) 2012, the procedure itself didn't cause much pain other than when inserting the right side of the essure coil it took longer than the left side and it hurt more. I took it easy for a few days and went swimming on (B)(6) 2012 and had sharp pains in both sides as I was walking up and down the swimming pool. I continued to have cramps all night. Starting on (B)(6) 2012, I started to have severe bloating and cramping which was made worse by standing. I had a vibrating/tingling feeling throughout my body that was constant and never went away no matter what I did. I called my doctor and she got me in on (B)(6) 2012, she checked me and said my cervix was closed and soft. She told me not to worry it was my body getting used to the procedure and sent me on my way. On (B)(6) 2012 I started my period which was extremely heaving and full of blood clots which was not the norm for me. I continued to bleed and cramp and was bloated until (B)(6) 2012. On (B)(6) 2012 I was walking in a store and started getting sharp pains down to my heels and tremendous back pain that could be compared to labor pains along with it. I called the nurse again on (B)(6) 2012 and she told me the cramps were still normal and to take some tylenol. While on the phone with her, I asked about removal of the devices, she told me the doctor does not remove them but would ask doctor about the pain and call me tomorrow. I had anxiety since day 4 of insertion of this device. The pains and headaches and bloating and lower back pain never went away. My doctor sent me for a transvaginal ultrasound on (B)(6) 2012 to make sure they were in place, they said they were. I called over 30 doctors in (B)(6) to try to find someone to removal, no one in (B)(6) had any ideas how to remove them. My doctor said she would call the company and get back to me and she never did. I finally flew to (B)(6) for removal on (B)(6) 2012.